Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. A review of device memory in our post market quality assurance laboratory noted the device had recorded one system reset that was most likely caused by the use of electrocautery.